Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation; clarification is need regarding if the device only showed an inoperative error message, or if it also could not product sound.

Event description:
The customer has advised the unit is coming up with a speaker malfunction. At the time of the report, it was unknown if the device only showed an inoperative error message, or if it also could not product sound. A philips remote service engineer (rse) indicated that the main board of the device was defective. A philips field service engineer (fse) is being sent to the customer site top replace the main board. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. Clarification is need regarding if the device only showed an inoperative error message, or if it also could not product sound.

Event description:
The customer has advised the unit is coming up with a speaker malfunction. At the time of the report, it was unknown if the device only showed an inoperative error message, or if it also could not product sound. A philips remote service engineer (rse) indicated that the main board of the device was defective. A philips field service engineer (fse) is being sent to the customer site top replace the main board. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. A philips field service engineer (fse) went to the customer site. Results of functional testing indicate that the speaker was producing sounds with a distorted pitch; this is not considered a reportable event. The fse determined that the sound amplifier on main board was defective, and the main board required replacement. The fse replaced the main board, and loaded site specific clinical configuration on the monitor and reloaded customer entitled software options. The device was operational after repairs were completed. The device remains at the customer site. No further investigation or action is warranted at this time.